Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: analysis of the log file provided by the account confirmed a low speed event associated with an elevation in pump power; however a specific cause could not be determined through this evaluation. The submitted log file contained 24jul2019 through 28aug2019. The pump¿s fixed speed was set to 8800 rpm and pump power, estimated flow, and average pi typically ranged from 4.2 to 5.3 watts, 3.3 to 5.7 lpm, and 4.8 to 7.6, respectively. The log file captured a low speed advisory on 19aug2019 when the pump speed decreased to 8150 rpm. This was associated with an increase in pump power to 6 watts. Despite the fluctuations in pump parameters, no other atypical alarms were captured. The patient remains ongoing on heartmate ii lvas and no further related events have been reported at this time. The hmii lvas IFU addresses pump speed, power, flow, and pi and explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient had a low speed operation on (B)(6) 2019 to 8150 rpm, which was below the low speed limit (lsl) of 8400 rpm. There were no pump off alarms and the patient looked and felt great. The log files were sent for review and technical services responded that the log file captured a brief speed drop less than the lsl on (B)(6) 2019 at 6:33. There was not enough log file evidence to confirm the cause of the speed drop, though it did occur while the patient was connected to the mpu (mobile power unit). There had been no further speed drops less than the lsl since that event. Technical services advised the healthcare provider to continue to monitor as normal.